Event description:
The customer's biomedical technician reported to the service depot a colleague triple channel volumetric infusion pump with the stop key on the channel c pumphead module keypad was inoperable. According to the customer there is no adverse event, patient injury or medical intervention associated with this report. The software version is 5.03.00, categorized as unremediated. There is no additional information available.

Event description:
The facility reported a flo-gard infusion pump which delivered an anti-biotic, likely rocephin, in a faster than expected time during a patient infusion in the medical/surgical care area. The intended infusion was 1 gram of an anti-biotic in 100cc of normal saline to be infused in one hour, via piggyback, before a primary infusion, likely lactated ringer's solution. However, the anti-biotic and normal saline infused in approximately 10 minutes. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
It was reported that the pulmonary artery was damaged during use. After weaning the heart-lung machine, bleeding was observed from endobronchial tube. Since it could have been from the damage on the vessel, customer clamped the pulmonary artery and the bleeding stopped. Upper lobectomy was performed and patient is currently using the percutaneous cardio pulmonary support. The doctor does not think this event was related to the catheter. Product will not be returned from the customer.

Manufacturer narrative:
There is a CAPA investigation associated with this report. The pump arrived and evaluated at baxter. The reported issue could not be confirmed or duplicated. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4)in the initial medwatch it was stated that mdq-CAPA-(B) (4) is associated with this report. There is not an ongoing CAPA associated with this report.

Manufacturer narrative:
(B) (4). During the product evaluation of the device at the product analysis lab, the reported condition was not confirmed and not duplicated. The device was returned to the service department at baxter. During service, the reported condition was confirmed since the pumphead module keypad stop key on channel c had failed, the reported condition was not duplicated.. The pumphead module keypad on channel c was replaced.